Event description:
A patient reportedly sustained a burn on both inner legs just above the knees. The blister was the size of a quarter. The pulse sequence and duration for the scan series used is as follows: t1 fse 3:16: fse ir 2:40: t1 fse 1:16: fse ir 2:40: se 4:28: ax fse ir 5:21: t2 fse 2:24. The estimated sar values are: t1 fse-.7627: fse ir- .7282: t1 fse- .6131: fse ir- .5236: se- 1.5491: ax fse ir- .8686: ax t2- .8252. No padding was used and the patient's hands were clasped and placed on her abdomen.

Manufacturer narrative:
The system is designed to comply with iec, including the requirements intended to minimize the likelihood of patient warming. The mr safety guide provides instructions and warnings regarding patient warming hazards. Investigation is ongoing.